Manufacturer narrative:
(B)(4). Malformed clip. The analysis results for the instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed and one malformed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended, but the orange indicator over traveled. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired. No other information is available at this time.